Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive on multiple, intermittent occasions. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, customer has manual injections as alternate insulin therapy.